Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. When the pump was returned to mmdg for investigation the pcb board had failed, which caused the pump to be unable to turn on. Because the pump could not be turned on, the complaint could not be investigated. The pump was serviced to correct the issue.

Event description:
The initial reporter states that the did not alarm air in line as expected. The initial reporter also stated that this occurred during testing and had no affect on a patient. Mmdg did follow up with the initial reporter, but no additional information regarding the complaint was provided. (B)(4).